Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had been occasionally not responding to button presses and on some occasions it was freezed up the display but work again shortly. The customer's blood glucose level was 12 mmol/l. They also mentioned that press key to unlock display appeared on the screen with no button presses. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. They stated that occasionally buttons required multiple pressing to respond and the frequency of the event was everyday. Customer stated the buttons were responding now. The insulin pump will not be returned for analysis.